Manufacturer narrative:
(B)(4). The device is currently unavailable.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2014. This report is filed october 16, 2014.

Manufacturer narrative:
This report is filed october 28, 2014.

Event description:
Per the clinic, the device was explanted (date not reported) due to extrusion of the device. The device has not been made available for analysis as of the date of this report.